Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the patient coding. Based on the provided information, there is no documentation that shows a causal relationship between the event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the patient coding remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient coded while performing peritoneal dialysis therapy in the hospital. The patient was originally hospitalized for constipation. The cause of the constipation was not reported. After six days in the hospital, the patient coded while performing peritoneal dialysis therapy and required a rapid response. The severity of the code and the treatment rendered was not reported. The cause and symptoms revolving around the code were not reported. Upon follow up sixteen days later, it was discovered that the patient was still hospitalized for the event. Additional information regarding the incident was unknown. The patient was continuing peritoneal dialysis therapy and was planned to transfer to hemodialysis in the future. Additional information was requested but was unavailable.

Manufacturer narrative:
Investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.